Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in the operating room for a routine generator change. During the procedure once the device was removed, insulation breach was noted on the right atrial and right ventricular leads. No electrical anomalies noted. Physician elected to apply medical adhesive over the insulation breach and suture sleeve were sewn on the top. Leads remain implanted and connected to the new device. Patient was stable post-procedure.